Manufacturer narrative:
Additional information was provided in d.9.,h3.,h.6 and h.11. The device with the lens was returned in the blister tray inside the carton. The plunger lock and lens stop have been removed. The plunger was oriented incorrectly. Viscoelastic was observed in the device. The plunger was advanced almost to mid nozzle. The plunger has overrode the trailing portion of the optic. The lens was located at mid nozzle. The leading haptic was extended. The trailing haptic was misfolded, looped around the plunger tip and extended backward along the right side of the plunger. The distal haptic tip was oriented toward the loading area. The plunger was removed and reinserted correctly into the device with no abnormalities observed. The plunger was secure in the start position. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The follow up response indicated that the viscoelastic used was unknown. It is unknown if a qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. The used device was inspected. A plunger override and misfolded, looped trailing haptic were observed. Upon return, the plunger was observed to be oriented incorrectly in the device. It cannot be determined if the plunger may have been inadvertently retracted outside of the device and reinserted incorrectly by the customer. Although the plunger orientation cannot be ruled out as a potential cause, it is unlikely that the device was manufactured incorrectly. Plunger placement is conducted with a plunger main body assembly fixture. The fixture by design ensures the proper orientation and placement of the plunger in the device. It is unknown if a qualified viscoelastic was used. The instructions for use (IFU) instructs: during device preparation and implantation of the company intra ocular lens (iol) with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Plunger override may occur: due to rapid advancement faster than the IFU recommended rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (greater than 23 degree centigrade/ 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, while injecting the lens, it was observed that the injector piston did not advance and the lens haptic was jammed. So, the implantation was aborted and another unspecified lens was implanted. There was no impact on patient.